Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate states that the physician 'experienced the indicator window has not changed at the exact moment he wanted to deploy' exoseal vascular closure devices 5 french in four different procedures. Multiple attempts to retrieve detailed procedural information were unsuccessful. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator's thumb is not placed or resting on the plug deployment button (per procedure step 7 in the exoseal instructions for use). The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Neither the DHR review nor the information available for review suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken. Evaluation of the physician's deployment technique was suggested to the affiliate.

Event description:
The report received from the affiliate states that multiple exoseal vascular closure devices, 5 french (ous), failed with indicator window problem. The physician had already became used to using the exoseal, but sometimes he complains that he experienced the indicator window has not changed at the exact moment he wanted to deploy. Therefore all those exoseal were reported due to device weakness.